Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative

Event description:
Information received from the field notes that the patient was admitted to the hospital because of lightheadedness. Bipolar atrial lead impedance was 1623 ohms. Historically, lead impedances were lower.